Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported that the insulin pump returned two motor error alarms during bolus. Most recent blood glucose level was 114 mg/dl at the time of the call. No further information was provided.